Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: please explain; what was the specific issue with the device? The suture was fragile more than usual, especially the area closed to needle. When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? The issue was occurred during actual suturing (use on the dog). Name of the procedure? The issue was occurred while closing muscle area. Date the event occurred? The event occurred on (B)(6) 2020. Initial procedure date? The event and the initial procedure occurred on (B)(6) 2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a dog underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture near the needle was observed to be fragile while closing muscle area.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/19/2020. A manufacturing record evaluation was performed for the finished device lot kc5clrn, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 05/06/2020 additional information: d10 h3 evaluation: it was received for analysis an opened box with unopened samples of product. The complaint sample was not received. During the visual inspection of thirteen samples, the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, or damages observed. A functional test was performed and the pull force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch per the conditions of the samples received, no suture needle pull off was found, and the tested samples met the finished goods requirements.